Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench / replace controller alarm was confirmed via the provided log files. The log files captured yellow wrench / replace controller alarms on (B)(6) 2025 and on (B)(6) 2026. These alarms correlated to backup processor faults, and the alarms self-resolved shortly after activation. The alarms did not prevent the pump from operating as intended throughout the data. The returned system controller (serial number (B)(6) was functionally tested and was found to perform as intended, and atypical alarms were unable to be reproduced. The system controller was disassembled to inspect the internal components and no issues were observed. Circuit analysis of the driveline circuitry and circuitry associated with the microprocessors did not reveal any issues. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Incidental findings: fluid ingress within the cable jackets. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook (section 2 ¿how your heart pump works¿) and the heartmate ii instructions for use (section 2 ¿system operations¿) instructs users to keep their equipment, including the system controller, away from water or liquid, and to never submerge the controller in liquid. The heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate ii instructions for use (section 7 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with replace controller conditions. The heartmate ii patient handbook (section 10 ¿safety checklists¿) and the heartmate ii instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that waveforms were submitted for review. The patient mentioned one alarm which was not showing on the history. It appeared that the log files captured yellow wrench/replace controller events on 18dec2025 at 0030-0031 which was also associated with elevated pump powers. This occurred when the patient connected to the mobile power unit (mpu) and was the only time the patient was connected to wall power in the data capture. There were no low-speed events that were noted but they did see elevated pump powers over 10w. These events appeared to have self-resolved as there were no other unusual events noted in the remainder of the log. Follow up log files were submitted for review which contained 5 additional lines of routine data. The pump appeared to be operating as intended. Additional log files were submitted for evaluation. The x-ray images submitted do not appear to show any areas of concern internally or externally. Setting the data logger to 30 minutes allowed from frequent data capture. The recent recorded data showed no unusual events. Additional waveforms were submitted on 08jan2026 for review for driveline fault. It appeared that the log files captured a brief isolated driveline fault on (B)(6) 2026 at 16:13. This maybe a false positive. The patient had what seems to be a transient driveline fault alarm on thursday that self-resolved. Overnight the patient had another driveline fault that has self-resolved again. They put the patient back on an orange ungrounded patient cable. It appeared the log files captured very intermittent driveline fault events and also some elevated pump powers noted around 1941 through 1951. On friday (B)(6) 2026, they switched the patient from orange ungrounded cable to the blue grounded cable and shortly after logged higher powers and "replace system controller" alarms along with more driveline fault alarms. Once switched back to orange, the powers came back down to baseline, and no more driveline fault alarms or controller alarms have occurred again. On (B)(6) 2026 it appeared that there have been no unusual events recorded over the recent history. The previously recorded driveline fault appeared to have been a transient event with no further unusual events. They were recommended to replace the system controller. On 12jan2026 additional log files were submitted for evaluation, for speed reductions recorded when patient was connected to a grounded patient cable. A system controller exchange was performed, and the patient has had low speed advisories since the exchange. The new data appears to show symptoms of a short-to-shield.